Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that six breathable pouches were returned opened and without product within them. No signs of damage or visual abnormalities were identified. Eight partial retainers were returned opened and without product within them. One of the partial retainers was returned within an opened foil pouch. One assembled retainer was returned with a suture wound within it, but no suture was attached to the suture. Two sutures were returned with no associated packaging the sutures were measured with rulers, calibrated assets nh02505 and 28697. One of the loose sutures measured at 36 7/8 inches long. The other loose suture measured at 23 inches long. The suture wound within the retainer measured at 36 15/16 inches. The original length according to the product description was noted to be 36 inches long, thus the second loose suture was identified to be broken. Fourteen needles were returned disengaged from any suture. The needles were microscopically inspected and thirteen needles noted normal crimp and swage marks were noted. Instrument marks were noted on the swage of one of the returned needles. Suture material was observed within all fourteen needles indicating the sutures broken off at the swage. It was reported that the needle was detached. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a cesarean section, at the time of uterine suturing via continuous suture technique. After 15 minutes that the suture had been opened or removed from the packaging, the needle and thread separated. Another brand of suture was replaced to resolve the issue. There was no patient injury.